Event description:
On (B) (6) 2010, the lay user/pt contacted lifescan alleging that the one touch ultralink meter does not turn on. The medical surveillance specialist (mss) classified this complaint based on customer service rep (csr) documentation. The pt said she woke up on (B) (6), feeling hungry and thirsty, which she says is indicative of hypoglycemia for her. She said that at 8:30 am, right after her symptoms started, she could not turn the meter on. She tested on her backup meter and obtained a result of 45 mg/dl at that time. She says she treated herself with orange juice to bring her blood sugar back up. According to the troubleshooting performed with customer service, there was no misuse of the product. This complaint is being reported because the issue was not resolved with troubleshooting. The product did not cause or contribute to a serious injury because the pt's symptoms started before the reported issue first occurred. The pt self-treated and there was no indication that the pt's symptoms deteriorated. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report.